Event description:
It was reported that thrombosis and transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. Two to three years after implant of the closure device, the physician informed that the patient experienced a tia. There was a device related thrombus seen on the transesophageal echocardiography (tee) imaging. The physician stated that upon looking at the initial implant, there was nothing wrong with the closure device when it was implanted, and it appeared to be in an optimal location. At the post implant imaging, all looked the same and no leak was seen or device related thrombus. The patient was still taking aspirin when the tia occurred. No further information was provided.

Manufacturer narrative:
B3: aware date was used as event date as the actual event date is not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. If additional details become available a supplemental report will be submitted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.